Manufacturer narrative:
Based on information reported to davol, a patient had a xenmatrix graft implanted that disappeared. Disintegrated less than two weeks after implant. A second xenmatrix graft was implanted and also disappeared/disintegrated. We have contacted the surgeon's office to obtain additional information regarding the event. Currently, it is unknown whether the device may have caused or contributed to the alleged event. No medical records have been provided, including operative reports or pathology reports, and no sample is available for evaluation. Few details have been provided regarding the alleged event, however the IFU states that the device should be placed in the maximum possible contact with healthy well-vascularized tissue to promote tissue ingrowth and tissue remodeling. The IFU also states that when unable to close skin over the graft, ensure that the graft remains moist, and avoid drying of the implant through "continued suction devices" as this may negatively impact the performance of the implant. Without additional information regarding the patient's course of treatment, no conclusion can be drawn. Refer to MDR 1213643-2011-00468 for the second graft implanted.

Event description:
Based on information reported to davol fa via sales rep: ni/ni/ni - the surgeon reported a xenmatrix graft was implanted into the patient. The wound was left open. A wound vac dressing with settings <125 mm/hg was applied. Less than two weeks later, the md noted the graft had disappeared/disintegrated. Ni/ni/ni - the patient underwent an additional surgical procedure and another xenmatrix graft was implanted. The wound was left open. A wound vac dressing with settings <125 mm/hg was applied. The md alleged the second graft "disappeared/disintegrated" in the post-implant period as well.